Event description:
Reporter is a surgical nurse and believes that the referenced product caused a large hematoma to develop at the injection site, with the subsequent developement of bladder spasms and abdominal pain. Reporter stated that the hematoma presented within 24 hrs of the procedure and resolved itself in - 3 weeks. But when the spasms and pain began, an ultrasound was done which showed - 50 cc area in their lower pelvis that they believe may be unabsorbed gel. Reporter also stated that the product was removed from the mkt approx 1 week after their surgery. Reporter stated that their surgeon told them that these problems were not related to the product. Reporter also stated that the surgeon has discussed this with the MFR.